Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified, eccentric de novo mid left anterior descending artery the non-abbott guide wire was advanced to the proximal second diagonal and the balance middleweight universal ii (bmwu) guide wire was delivered to the mid second diagonal artery. A microcatheter was used with the bmwu due to an acute left anterior descending (lad)artery angle, however, resistance was met between the devices. The bmwu was removed and once outside the anatomy the coating was found 'not to be smooth', however there was no report of peeling. There was no reported adverse patient effect. There was no reported significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to advance/retract the microcatheter over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, a conclusive cause could not be determined for the reported difficulty. Polymer damage can occur due to, but is not limited to, manufacturing, interaction with other devices and/or interaction with the patient anatomy. In this case, it is possible that the guide wire interacted with the heavily tortuous vessel which could have contributed to the reported polymer damage. Additionally, it was reported that the guide wire met resistance with the microcatheter which could have contributed to the reported polymer damage as well. The guide wire and microcatheter were not returned for analysis which may have aided the evaluation. A review of the lot history record for the reported lot revealed no associated nonconforming material records (ncmr), indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents reported for resistance with other device and twisted material for this part and lot combination. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs reliability testing to verify product quality.